Event description:
A remedial action has been initiated to notify the customer and remove affected product from the field. Abbott point of care has determined, through internal studies, that I-stat chem8+ cartridges from lot c10247 may generate one or more of the following. Sodium results falsely decreased by more than 18 mmol/l. Chloride results falsely increased by more than 9.2% (mmol/l). Hematocrit results falsely decreased by more than 9% pcv. This issue is specific to I-stat chem8+ reported sodium, chloride, hematocrit and calculated hemoglobin values from this lot; no other analytes or cartridges are affected.